Event description:
While crews were testing autopulse nxt devices, one crew member reported that the nxt platform (sn (B)(6) continued to display a red band guard lock indicator after the nxt band was connected. After multiple troubleshooting attempts, including replacing the band twice with new ones, the red band guard lock indicator continued to illuminate on the right side of the platform. The band clipped in without issue and appeared to be properly seated. Despite several attempts, the customer was unable to get the nxt platform to function properly. A training medic also tested the nxt platform and observed the same results. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt band in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
While crews were testing autopulse nxt devices, one crew member reported that the nxt platform (sn (B)(6)) continued to display a red band guard lock indicator after the nxt band was connected. After multiple troubleshooting attempts, including replacing the band twice with new ones, the red band guard lock indicator continued to illuminate on the right side of the platform. The band clipped in without issue and appeared to be properly seated. Despite several attempts, the customer was unable to get the nxt platform to function properly. A training medic also tested the nxt platform and observed the same results. According to the customer, the nxt platform was tested with multiple bands, which have since been discarded. No patient involvement.

Manufacturer narrative:
Sections b5 and h6 (type of investigation (b)) were updated based on the received additional information.